Manufacturer narrative:
Concomitant medical products: 693558, lead, implanted (B)(6) 2013. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that occasional loss of capture was noted on telemetry. Reprogramming was done and the cardiac resynchronization therapy defibrillator (crt-d) remain in use. No patient complications have been reported as a result of this event.